Manufacturer narrative:
The product was not returned for evaluation. As the affected device was not returned, the investigation will be limited to review of photographs, videos, or imagery, review of the DHR, lot history, review of the complaint database for similar complaints, review of physician training and IFU, manufacturing mitigations, root cause, and fmea assessments. No imagery was provided which would confirm the complaint or confirm any potential root cause. The work orders related to the device and any components that are relevant to the complaint event were reviewed. The review did not reveal any manufacturing related issues that would have contributed to the complaint. A review of the lot history revealed no other similar complaints. Complaint data for the previous 12 months (june 2018 to may 2019) was reviewed for the certitude delivery system and revealed that the complaint rate for the applicable trend category (¿delivery system-inflation difficulty¿) did not exceed its control limit. Per IFU, device preparation and training manuals, advance the thv/balloon assembly through the sheath and position within the native aortic valve leaflets.  If needed, rotate the flex wheel on the handle to articulate the thv/balloon assembly into position.  Ensure that the thv is correctly positioned between the two internal shoulders of the delivery system.  Verify proximal balloon shoulder greater than 1 cm distal to the sheath marker. Confirm placement of center marker within optimal initial center marker zone.  Unlock inflation device.  Using a slow, controlled inflation, deploy the thv by inflating the balloon with the entire volume in the inflation device, hold for 3 seconds and confirm that the barrel of the inflation device is empty to ensure complete inflation of the balloon.  Based on the review of the IFU and training manuals, no deficiencies were identified. During the manufacturing process, the entire delivery system is visually inspected and tested several times. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. Since no manufacturing/product nonconformances or labeling IFU/training deficiencies were confirmed, an fmea assessment is not required. Due to the unavailability of the device, it cannot be determined if a manufacturing non-conformance contributed to the reported events. However, available information suggests procedural factors (movement of the sheath on delivery system during thv deployment) may have contributed to the reported events. Complaint histories for all reported events are reviewed against the trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no: 2015691-2019-02068.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Investigation is underway.  This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during the implantation of a 23 mm sapien 3 valve in the aortic position via transfemoral approach, inflation difficulty occurred. Only the distal end of the delivery system balloon inflated. This resulted in the valve being pushed closer to the sheath. The valve stent was stuck in the sheath and then the valve embolized into the aorta. The valve was removed via surgical intervention and exchanged with a surgical heart valve.

Manufacturer narrative:
Additional information: narrative text. Review of the additional cine imaging revealed prior to valve deployment, the sheath distal tip was over the proximal balloon shoulder. The position of the sheath prevented the balloon from proper deployment. As a result, only the distal end of the balloon was inflated, resulting in the asymmetrical deployment of the valve. As valve deployment continued, the delivery system moved forward (probably due to the balloon pressure pushed against the sheath) and the valve embolized to the aorta. While attempting to secure the valve, it further embolized toward the ascending aorta direction. An attempt was made to secure the valve at the ascending aorta with a balloon catheter; however, this was not successful (it appeared to be loose). An investigation of complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. There was no note of abnormalities on the delivery system during device preparation, suggesting that there was no issue with the device when removed from packaging. The complaint for delivery system ¿ inflation difficulty was confirmed. Based on imagery review, the sheath was positioned incorrectly (sheath distal tip was over the proximal balloon shoulder) prior to deployment. During inflation, the sheath has obstructed the balloon from deploying proximally and was only able to deploy distally. Therefore causing the asymmetrical deployment of the valve. As valve deployment continued, the delivery system jumped forward (probably due to the balloon pressure pushed against the sheath) and the valve embolized to aorta. While attempted to secure the valve, it further embolized toward ascending aorta direction. Available information suggests procedural factors (incorrect sheath position on the delivery system during valve deployment) may have contributed to the complaint events.